Event description:
It was reported that the ilet user became confused during a supply change and unintentionally initiated the press-and-hold fill while still connected, resulting in approximately 1.4 units delivered before contacting support. The agent instructed immediate disconnection and then guided the user through a full, correct supply change, after which insulin delivery resumed, and the implicated component involved the tubing with a user-performed procedural error. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified related to improper or incorrect procedure involving the tubing component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.